Manufacturer narrative:
Device evaluation: the delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
Clinical study. Same case as 6000093-2006-01765, 01766. It was reported that 305 days after a coronary artery drug-eluting stenting treatment procedure, the pt had a target-vessel re-intervention (tvr). The index procedure treated 3 target lesions, with "totally occlusion <3mos." It was not indicated if the angioplasty balloon dilated all three target lesions. Target lesion 1 was located in the proximal left anterior descending (lad) artery and was successfully implanted by the physician with a 3.5x12mm taxus express2 drug-eluting stent (des). Target lesion 2 was located in the mid lad and was successfully implanted with a 3.5x32mm taxus express2 des. Target lesion 3 was located in the distal lad and was successfully implanted with a 3.0x32mm taxus express2 des. The pt was discharged six days post-index procedure on aspirin. It is unknown if plavix was prescribed. The pt was felt to be a candidate for multi-vessel coronary artery bypass graft surgery on recent catheterization and 305 days post-index procedure underwent a coronary artery bypass graft with left internal mammary artery to lad with reverse saphenous vein graft to the obtuse marginal and reverse saphenous vein graft to the right posterior descending artery. The pt is a diabetic and had mild hyperglycemia initially postop. "For the short-term cover with sliding scale regular insulin." He was aggressively diuresed and actively participated with cardiac rehab. He was discharged 4 days post-tvr.